Manufacturer narrative:
For the reported lot number, the lot number was provided, and lot history review is currently being performed. The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0604550 port & catheter, implanted, subcutaneous, intravascular allegedly experienced difficult to insert and break. This report was received from a single source. This event did involve patient with no patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned for evaluation. Therefore the investigation is confirmed for the difficult to insert and break. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0604550 port & catheter, implanted, subcutaneous, intravascular allegedly experienced difficult to insert and break. This report was received from a single source. This event did involve patient with no patient injury. Age, weight, and gender were not provided for the patient.